Manufacturer narrative:
This is a supplemental report to provide additional information. According to the additional information, it was found that the needle did not break off in the patient. Since there was no reportable event, olympus medical systems corp. (Omsc) is retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject device was used. The needle of the subject device broke off and fell into the patient. There was no patient injury reported.